Event description:
(B)(4). Chronic pain in pelvic area, legs, feet, back, hips, head, vitamin d, b12 deficient, hormone levels up and down, hair loss, night sweats, pain during sex, no sex drive, tiredness, depression, anxiety, tingling in my feet and hands, ringing in my ears, eye problems, forgetfulness and many more!! Essure has taken my life away from me!!